Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7084552.

Event description:
It was reported that the patient had lead migration which was confirmed through x-ray. The patient underwent a lead revision procedure wherein an additional lead was to be added but was unsuccessful due to the patients anatomy. No device was explanted or added.

Event description:
It was reported that the patient had lead migration which was confirmed through x-ray. The patient underwent a lead revision procedure wherein an additional lead was to be added but was unsuccessful due to the patients anatomy. No device was explanted or added. Additional information was received that the patient has been reprogrammed to try and get coverage with existing leads. The patient was satisfied with the reprogramming.